Event description:
It was reported that the lamp displayed not light up from the bulb. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.